Event description:
It was reported that during a surgical procedure or during processing the monopolar curved scissors, instrument underwent damage to the fiberglass with dents and chips missing. No additional info was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for related instrument complaints at the same facility. MFR. Reports #2955842-2006-00154, #2955842-2006-00176, #2955842-2006-00177, and #2955842-2006-00179.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed areas on the instrument's main tube where a scratch was found at the distal end. The instrument damage does not correlate with use of a defective cannula.